Event description:
Stem fracture seen on xray.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The DHR analysis performed by depuy cork revealed no anomalies. The coating of the stem was done by tls. X-ray analysis: this analysis was performed by depuy (B)(4) bioengineer. It was concluded that the fracture took place 50mm from the tip of the stem. Measurement on the x-ray has shown that the head diameter is 38mm. The fracture is similar to the corail distal fracture. This case should be part of the CAPA (B)(4) investigation which is in progress to determine the potential cause of the distal fractures. Further analysis was not possible as the product was not returned. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.